Event description:
The patient's mother reported that the patient sought medical attention on (B)(6) 2025 at the emergency room (ER), for about 8 hours. The visit was due to an issue with the pod, as the patient developed a large, swollen lump that was hot, red, and draining pus. The diagnosis was cellulitis and an abscess, and treatment included ketamine and the antibiotic clindamycin. The mother explained that the irritated pod site resulted from frequent use of the same area, as the patient was hesitant to use other sites. ER staff advised rotating sites more, and they have since started using the abdomen and legs. The site was cleaned with alcohol, and the pod was usually peeled off, sometimes with the help of an alcohol wipe. The patient has resumed treatment, and they are trying a skin barrier product and considering alternative site preparation methods. The pod was worn longer than 48 hours on the arm.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.